Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus. Device turned off multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) identified that all cubies in main drawer 3 were not detected on the bus. All row board connections were reseated, but the issue persisted. Attempts were made to isolate the issue to a cubie tray or cubie pocket, without success. As a drawer board was not available, the fse replaced the pyxis bus module controller; however, this did not resolve the issue. The fse then borrowed a drawer from an empty station and swapped the drawers, after which the drawer was successfully recovered and inventoried. Main drawer 3 continued to fail to detect cubies. A drawer board and retractor back cable were ordered, but the drawer board was no longer orderable. The fse replaced the retractor band cable, after which the station came back online. Cubies were reinstalled and were successfully recognized. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus. Device turned off multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.